Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2019 and removed/replaced on (B)(6) 2020 due to erosion/extrusion. No further information was provided and numerous attempts to obtain additional information were unsuccessful. A touch pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of erosion quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received reported that the patient also experienced an infection.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was removed and replaced due to erosion/extrusion.